Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating the tampons fell apart inside her, and she was pulling pieces of tampon out. No injury was reported.